Event description:
It was reported the battery housing could not be opened. The external pulse generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; battery drawer was stuck. Sticky device. Analysis also found the display had one missing line, the heart wire resistance was high, and the battery contacts were contaminated. It was noted the upper case was damaged and the lower case was contaminated with glue at the ring attachment side. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for service.